Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had her hip replaced in 2010, the exact date was unknown. This patient came in because of grinding sensation in her hip where x-rays indicated the hip was slipping out and the hip. All was articulating in the rim of the cup. Physician scheduled this patient for a revision and found the hip ball had been articulating on the edge of the poly liner which had fractured and the pinnacle shell has severe damage due to the 36mm cocr femoral head. The wound was full of metal debris due to the wear and was debrided by surgeon. The femoral hip ball, 52mm pinnacle liner, and a pinnacle cup were explanted. A new competitors cup with femoral augments and a depuy ts ceramic femoral head was replaced onto the stem. The summit stem was well fixed and left in situ. No information was available to record about the stem because it was to difficult for the surgeon to read. No surgical delay. Doi: 2010. Dor: (B)(6) 2021. Right hip.